Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to determine the method for insulin delivery; however, no response was received.